Manufacturer narrative:
Correction: section h6: code "artifact" corrected to "oversensing" as the noise resulted in pacing inhibition.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that noise leading to pacing inhibition was observed on the right ventricular (rv) lead. There were no known symptoms or issues.

Manufacturer narrative:
Further information was requested but was not currently available.

Manufacturer narrative:
Correction: section a4: patient weight included.

Event description:
New information notes that the physician elected to explant and replace the rv lead. The patient was in stable condition.